Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer experienced symptoms described as dizziness, shaking, a "bad headache", and "cannot see", and when it was attempted to obtain a blood glucose result using the adc meter, there was no success due to error messages appearing on the display upon test strip insertion. It was further reported the customer experienced a seizure and was taken to a hospital where her blood glucose was determined to be 190 mg/dl. Customer was treated with intravenous "glucose" to "bring her blood sugar level down". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Unable to set the time and date and unable to download the meter's log due to an e-4 error message. Visual inspection has been performed on the returned meter and no issues were observed. The meter did power on with the power button and with strip insertion. An e-4 error was displayed as soon as the meter powered on. The meter was sent for further investigation and de-cased. Upon visual inspection, traces of liquid contamination in the strip port was observed. The complaint is confirmed to a user issue.

Event description:
Customer's daughter reported the customer experienced symptoms described as dizziness, shaking, a "bad headache", and "cannot see", and when it was attempted to obtain a blood glucose result using the adc meter, there was no success due to error messages appearing on the display upon test strip insertion. It was further reported the customer experienced a seizure and was taken to a hospital where her blood glucose was determined to be 190 mg/dl. Customer was treated with intravenous "glucose" to "bring her blood sugar level down". There was no report of death or permanent impairment associated with this event.